Event description:
Additional review determined the event regarding loss of therapeutic effect, battery depletion, high impedance, and device explant was previously reported in manufacturer report# 9614453-2011-08939. Any additional information received regarding this event will be reported under this manufacturer report number.

Manufacturer narrative:
(B)(4): analysis results were previously reported in manufacturer report # 9614453-2011-08939.